Event description:
Screws that hold the outer circular handrail on, unscrew themselves to the extent that daily attention is needed to remedy the problem in a typical school day. The screw heads then extends out causing the chair to come to a sudden halt. The plastic arm rests come off repeatedly exposing two rather sharp points. Rptr and pt could not cross in front of traffic due to this. Cars peeped. Pt hobbled across the street in humiliation while rptr carried the chair in their first day back to school in a wheelchair. The chair came to a sudden stop on a steep "handicap" incline throwing pt forward. They would have been thrown out had they both not intervened.